Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during device testing, the device lost power while charging to 360 joules. There was no patient use associated with the reported failure.